Event description:
It was reported that during a laparoscopic oesophagectomy procedure, during the seventh or eighth firing in the neck, the stapler fired ok but when the circular device was introduced, the staple line opened up. The patient had to be converted to open. The patient is well but appears to have a contained subclinical leak at the oesophagogastric anastomosis but this is not necessarily due to the misfire as a purse string was inserted after the patient was converted to open. Surgery was prolonged thirty minutes. Device was discarded.

Manufacturer narrative:
(B) (4), information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.